Manufacturer narrative:
Initial reporter occupation: or coordinator. PMA/510(k) #: preamendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a hair-like fiber was noted in the primary packaging of a single lumen pressure monitoring set. During an arterial line placement procedure, a hair strand was noted inside the packaging. The device was not opened. No adverse effects were reported.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation (B)(6)medical center informed cook on 17mar2022 of an incident involving a single lumen pressure monitoring set (rpn:(B)(4); lot: 14482276). It was reported that the cv team was getting ready to place an arterial line on an unknown patient when a hair strand inside of the catheter package was discovered. It was noticed before the package was opened and used. Therefore no adverse effects to the patient were reported. Reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures, as well as a visual inspection of the returned device, were conducted during the investigation. One device was received (small catheter still sealed in inner pouch) for evaluation. A hair like fiber was noted inside the sealed inner pouch. Additionally, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed the device history record (DHR). The DHR for lot 14482276 records no relevant non-conformances. A database search for complaints on the reported lot found no additional lot related complaints from the field. The catheter component lots associated with the complaint lot (ic14387339 and ic14312936) record no relevant non-conformances. Though there is evidence the device was manufactured out of specification, cook has concluded that this was an isolated incident and that no additional nonconforming product exists in house or in the field. Cook reviewed product labeling. The product IFU, [c_t_ulmbhce_rev8] ¿uncoated and heparin-coated central venous catheters,¿ provides the following information to the user related to the reported failure mode: how supplied : ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, inspection of the returned device, and the results of the investigation, cook has concluded that the cause of the failure is a manufacturing and quality control deficiency. Though there are 100% inspections in place to detect foreign matter, it is still possible for this failure to not be caught. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on 25may2022, it was reported that a different kit was opened and used to complete the procedure.